Event description:
Hmrs bearing was exchanged due to wear on (B)(6) 2015. Second revision surgery was performed.

Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding wear of a bushing involving an hmrs fixed hinged knee bearing was reported. The event was confirmed. Method & results: device evaluation and results: the bushing showed sub-surface delamination within the uhmwpe material. However, the bearing surface remained intact in this bearing. Delamination is a known damage mode in explanted devices of this material and is consistent with in vivo use. The amount of wear, as requested, was not possible to be evaluated. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records were provided. Device history review: not performed as no lot code was provided. Complaint history review: not performed as no lot code was provided. Conclusions: the mar indicated that damage observed on the returned component was consistent with in vivo use. The amount of wear, as requested, was not possible to be evaluated. No material or manufacturing defects were observed on the surfaces examined. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as insufficient information were received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Hmrs bearing was exchanged due to wear on (B)(6) 2015. Second revision surgery was performed.